Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the system with this implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead exhibited over sensed noise. Low r-waves were also noted. According to field representative, there were rv lead issues at the device header connection. The whole system was extracted and was replaced with a new one. The ICD is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed ~198 mm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The lead issues at the device header connection confirmed the is-1 ID tag is cracked in 2 places and shows signs of movement. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the system with this implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead exhibited over sensed noise. Low r-waves were also noted. According to field representative, there were rv lead issues at the device header connection. The whole system was extracted and was replaced with a new one. The rv lead has been returned for analysis. No additional adverse patient effects were reported.